Event description:
It was reported that during the implant procedure when the device was implanted they were unable to communicate with the device. The device was removed and telemetry was attempted again without results. The session ended and the device auto identified then was implanted in the patient and telemetry was successful. It was noted that the patient has a large chest with adipose tissue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).